Event description:
It was reported that intermittently the fill estimate was inaccurate using multiple cartridges. Tandem technical support reviewed the fill estimate values and confirmed the reported issue. Customer continued to use current cartridge. There was no reported impact to customer's blood glucose.